Event description:
It was reported that the surgeon was unable to utilize screw with augment because it would not fit.

Manufacturer narrative:
Visual inspection of the returned augment and screw confirm that the incorrect screw was packaged with the device. Dimensions for the augment were found conforming to print specifications where measured. Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. A stock investigation revealed that all components have been exhausted through shipments with no additional complaints of this nature received. Operator awareness training was held for all shifts to address the issue and to prevent future recurrence.

Manufacturer narrative:
This report will be amended when our investigation is complete.